Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose exceeding 400 mg/dl after being disconnected from the pump for a period, not administering a manual dose, eating without insulin, and then recently reattaching and changing infusion supplies, with no reported alarms, leaks, or delivery interruptions. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketoacidosis, or other acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy at the time of the report. Investigation included troubleshooting and user education focused on infusion set and insulin delivery verification. Investigation of this case revealed no device alarms or identifiable delivery faults, and the event was consistent with missed insulin due to pump disconnection and lack of manual dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.